Manufacturer narrative:
(B)(4). The customer reported that the device had failed to deliver defibrillation therapy. Another defibrillator was substituted and there was no negative impact to the pt. The customer reported that the device displayed a defib cable failure. The customer confirmed the defib cable failure and replaced the defib cable to resolve the issue.

Event description:
The customer reported that the device had failed to deliver defibrillation therapy.